Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer experienced high blood glucose level. Customer's blood glucose value was over 600 mg/dl at the time of the incident. The customer was not assisted with troubleshooting for high blood glucose. Insulin pump was dropped and the little plastic piece came off the top of it. The device will not be returned for analysis.